Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a follow up MDR submission.

Event description:
It was reported the dermatome device pin/ gauge was not moving when trying to select the size of the graft and the device also needs preventative maintenance. It was reported the device might have been in contact with the pt; however, there was no pt injury.